Event description:
This customer reported qcpr meter damage. The involved patient died. The customer has reported that the qcpr meter damage had no relationship to the patient outcome. CPR can still be delivered without the use of a meter.

Manufacturer narrative:
(B)(4). This customer reported qcpr metr damage. The involved patient died. The customer has reported that the qcpr meter damage had no relationship to the patient outcome. CPR can still be delivered without the use of a meter. The physical damage to the qcpr meter was confirmed. The meter was taken out of service.